Event description:
It was reported that the patient was referred for prophylactic replaced as it has been implanted since 2007 and the physician wants it changed before the battery dies. The physician said the replacement is also due to an increase in seizures. He indicated that he has not interrogated the patient's generator since (B)(6), 2014. It was reported that the patient recently had a 5 seizure cluster but the magnet seemed to help end the cluster. Although surgery is likely, it has not occurred to date.

Event description:
The patient underwent prophylactic generator replacement. The explanted facility discarded the explanted device; therefore product analysis is not possible.